Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the schoelly handheld camera was not connecting, and color bars were displayed on the monitor of the vision side cart (vsc). The customer stated they have had multiple connection issues with the schoelly handheld camera associated with this event. It was stated they would clean the camera connector with an alcohol wipe and "sometimes that would fix the connection issue." However, once sent through the sterilization process it would no longer connect. A backup schoelly handheld camera was requested and installed which caused a 5-minute surgical delay. The procedure was completed robotically with no reported patient injury, and the patient was discharged home the same day.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the schoelly handheld camera to perform failure analysis. However, as of the date of this report, the evaluation of the schoelly handheld camera has not been completed.